Manufacturer narrative:
Samples were collected in plastic, bd lihep plasma tubes with a gel separator. System checks performed on (B)(4)-2010 and (B)(4)-2010 passed within instrument specifications.qc was within the established ranges prior to and after the event. A field service engineer (fse) was on-site and verified hardware and did not note any hardware issues.a clear root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding false negative bhcg results generated by the unicel dxc 600i synchron access clinical system for two patients. Subsequent testing produced results in a higher gestational category for both patients which better matched their clinical presentations.the customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.